Event description:
It was reported that, "components were removed because suspected tibia loosening." The exact implantation date was not provided, however, it was indicated that the reported device was implanted 4 years ago.

Manufacturer narrative:
Packaging insert. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to the hospital policy. The catalog number and lot code for the reported device was not provided. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested, but not made available. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report. With the limited information provided, the exact root cause of the reported loosening could not be determined. Loosening is a known, inherent risk of total knee arthroplasty.